Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Quality controls were performed within 24 hours and were in range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received a questionable glucose result for one patient from the accu-chek inform ii meter serial number (B)(4). The result at 3:13 pm was lo (9 mg/dl). The repeat result at 3:13 pm was 12 mg/dl. At 3:17 pm using accu-chek inform ii meter serial number (B)(4), the result was 338 mg/dl.